Event description:
It was reported that during an elective procedure, the web was deployed in the aneurysm, and post-deployment, a dyna CT encroachment into the parent vessel was observed. The physician made the decision to retract the web device; however, thrombus was observed in the web and retraction of the device was difficult. After the web was retracted, the decided was made not to continue treatment at this time. The patient was not impacted and reported to be doing well, and the treatment option for a later date with a web or stent coil treatment is under consideration.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the pusher kinked with the over coil damaged at the distal section; furthermore, the device could not be retracted into the returned microcatheter during functional testing due to the damage on the pusher. It was stated in the complaint that during retraction, a thrombus was observed in the web device; however, a thrombus was not found within the web during the investigation. As no supplemental images from the procedure were provided, the investigation could not verify the presence of the thrombus as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.